Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they don't know when they have to pee and their bladder feels like it's having pressure pain all the time. The only relief they get was when they go pee for maybe 30 minutes after they pee and it's better when they were sitting or laying. The patient also mentioned that they have terrible pain pressure all the times, especially when they're out walking or standing in the kitchen cooking. The patient stated that when the pain gets bad, they must go because they can't stand the pain anymore and they will go pee. The patient mentioned that the only thing that helps their previous bladder pain was to put a heating pad on. Agent asked the patient if their symptoms were the same as before the surgery and patient said that it was hard to tell and they were taking all kinds of medication trying to get rid of it and sleeping a lot so they think it was better during that time from monday to thursday but then friday it started zapping them really bad and hurting and when they turned it down, they went back to their original symptoms. The patient was redirected to their healthcare provider to further address the issue. The patient reported urinary symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.